Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3008829311-2018-00034. It was reported that the patient did not receive effective therapy from their drg system. As a result, drg trial lead was implanted ((B)(6) 2017) for better pain coverage.

Event description:
Device 2 of 2. Reference MFR. Report #3008829311-2018-00034. Additional information received that the surgical intervention was undertaken wherein the drg leads were explanted and replaced ((B)(6) 2018) at thoracic level 11 and 12 for better pain coverage. Therapy was restored post-operatively.